Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported an anterior capsule tear extending posteriorly during cortical cleaving hydrodissection step in a cataract surgery. The capsulotomy had been created with the femtosecond laser. The event occurred while removing the anterior capsule. The surgeon mentioned inadequate resistance of anterior capsule rim during the elevation of the anterior capsule prior to cortical cleaving hydrodissection. An unplanned anterior vitrectomy was required. Per surgeon's opinion the femtosecond laser caused or contributed to the event. No further information is expected.